Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient never had effective stimulation on left side. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the left lead was explanted. On (B)(6) 2021, a new lead was implanted on the left side. This addressed the issue.